Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the caesarean procedure? (B)(6) 2017. What tissue was the vicryl w9001 suture used on? Fascia. What was the condition of the tissue (weak, healthy, diseased)? Healthy. How was the vicryl suture placed (interrupted or continuous)? Continuous. Was the patient evaluated by the surgeon? Yes. What date post op did the patient present to the surgeon? Postop 4th day. What medical treatment was performed for the ¿suture was broken¿? Reoperation can the surgeon describe the appearance of the suture post op? Yes. Was the suture broken and if so, where along the incision (end, middle, knot)? Two parts. Was broken 2-2 cm from the ends of suture... Was the suture intact and pulled away from the tissue? Yes. What is the current condition of the patient? Good.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2017 and suture was used continuous on the fascia. After the procedure, on fourth post-op day, the patient presented with broken suture. Two parts of 2cm from the ends of suture were broken. It happened when she felt. It was also reported that the suture was pulled away from the tissue. The patient underwent a re-operation. The current condition of the patient is good.

Manufacturer narrative:
Received actual suture segment. The cause of the suture breakage could not be clearly determined based on the visual inspection of the observed separated ends with cut and broken appearance.